Event description:
Customer reports their adc device fell into water. Customer further reports an explosion of their device. No further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection has been performed on the returned reader, and no issue was observed. The returned reader was sent for further investigation and de-cased. A visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly), and liquid contamination was observed on the pcba. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device fell into water. Customer further reports an explosion of their device. No further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.